Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable, a lead impedance out of range alert was triggered, the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and the impedance trend on the svc (superior vena cava) defibrillation coil was variable. The analyst noted that the maximum defibrillation impedance varies between 65 and greater than 4500 ohms throughout the record. The maximum superior vena cava (svc) defibrillation impedance varies between 78 and greater than 1800 ohms throughout the record. There are multiple out of trend subthreshold lead impedance warnings between the dates of 2010 (B)(4) and 2014 (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating high coil impedance measurements of greater than 200 ohms. It was further reported that the rv lead impedance was initially out of range, however was later observed to be within range. The rv lead currently remains in use. No patient complications have been reported as a result of this event.